Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event after three unintended lunch meal announcements were identified on device reports preceding the low, and the user was educated on checking whether a meal was already announced to avoid duplicate entries. Symptoms included shakiness and blurry vision, with a lowest blood glucose of 39 mg/dl, and the ilet alerted for low glucose. Outcomes included self-treatment with carbohydrates (candy and a can of soda) without the need for outside assistance or medical intervention, and the user was advised to follow 15 grams of carbohydrate with a 15-minute recheck. Investigation included review of device-reported meal announcements and user education. Investigation of this case revealed that duplicated meal announcements led to insulin delivery consistent with multiple meals, contributing to hypoglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user error related to accidental duplicate meal announcements was the cause. The user also reported nighttime lows and will be contacted by a spanish-speaking clinician to determine whether therapy adjustments are indicated.